Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that due to clogging of nozzle, the water removal ability does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. In addition, the suction volume does not meet the standard value because the suction cylinder was shaved. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material adhered/clogged in nozzle, objective lens glue, light guide lens glue, probe cover, and bending section cover, but the type of the material or root cause cannot be identified. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in evis exera ii cf-180 series operation manual, chapter 3 preparation and inspection. Instructions for use states the preventative measures in cf-190 series reprocessing manual, chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.